Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2023, it was reported that the infusion set's tubing detached at the connector. The site location was left side of patient's abdomen and the pump was in the left pocket. The infusion had been used the second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 182 mg/dl.